Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms while the pump was being charged. The customer's blood glucose level was not impacted. The customer indicated that the pump will be used to manage diabetes.